Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance and threshold measurements have been rising and are now measuring high. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.